Manufacturer narrative:
(B)(4). A review of the pump's history log shows evidence of "door not fully latched-door jammed" alarms between (B)(6) 2011 which were the last dates of the customer's usage. The device was tested at the rate of 50 ml/hr (i.e. Rate found in the history log when the "door not fully latched-door jammed" alarm occurred) for 24 hours with no occurrence of the alarm. The unit was also tested in an environment of 60 degree fahrenheit for 24 hours and at 90 degree fahrenheit for 24 hours with no occurrence of the alarm. The device was internally inspected and was found to have the upper auxilliary flex improperly seated in the zif connector on the I/o pcb, which may have contributed to the reported event. The customer also reported that the unit continued to infuse after the alarm occurred, but this condition could not be reproduced. Each "door not fully latched-door jammed" alarm causes the pump to stop infusing and has to be re-started via the run/stop key.

Event description:
It was reported that the pump alarmed door open while infusing and continued infusing. The event occurred during a test performed on (B)(6) 2011 at a rate of 60 ml/hr with a vtbi of 15 ml. There was no pt involvement.